Event description:
Information received from the field notes that the patient presented for a follow-up after low magnet rates were seen during a transtelephonic check. Interrogation revealed dashes (---) for measured pacer rate and the ventricular lead impedance was >2500 ohms. The device was programmed to ddd, 7.5v, 1.5ms in the ventricle, but the delivered pulse amplitude was 1.5v, <0.5ms. The measured battery data was 1.9v, 17ua, 31.8k. The patient was not pacemaker dependent.